Event description:
Healthcare professional reported left side rupture, small amount of intracapsular fluid, capsular contracture baker grade IV, axillary lymph node enlargement, pain in the breast, redness, edema of the surrounding breast parenchyma, slight edema on the left implant, probably related to a concomitant inflammatory process, and multiple radial folds. The device remains implanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphadenopathy and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, rupture, and lymphadenopathy.